Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and there was blood on the distal conductor of the lead and it was obstructed. Guidewire test was performed, and stops at 10.2 centimeters from the proximal end. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during right ventricular (rv) lead implant procedure, placement difficulty was encountered. The rv lead was initially placed, however physician experienced multiple problems handling the guide wire. After problems with extraction of the guide wire from the rv lead, physician explanted and replaced the rv lead with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.